Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: device evaluation and results: the bolt was fractured at the root within the threaded portion, approximately 0.30 inches from the tip. The fragment was not provided for analysis. Dimensional inspection: not performed because there is no indication of a dimensional issue. Functional inspection: not performed because the clinical situation cannot be replicated. The material analysis report concluded that: the bolt failed in ductile torsional overload with the fracture propagating in the clockwise direction, likely during the tightening of the bolt. The exact location of the origin was not possible to be determined due to post-fracture abrasion. Eds analysis indicated that the bolt material was consistent with astm f136 titanium al-4v eli alloy. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that:the locking bolt fracture aspect of the case is procedure-related in origin by the surgeon not using the appropriate torque wrench instrument leading to an acute overload condition on the bolt with consequent fracture. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the bolt failed in ductile torsional overload with the fracture propagating in the clockwise direction, likely during the tightening of the bolt. However, no material or manufacturing defects were observed on the fracture surfaces examined. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patients hip was being revised and during the revision surgery the locking bolt broke off.

Event description:
It was reported that the patient's hip was being revised and during the revision surgery, the locking bolt broke off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.